Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead had dislodged which was able to be confirmed via fluoroscopy. The ra lead was not used. The physician opted to plug the ra port of the implantable device. The patient remained stable throughout.